Event description:
The customer reported being hospitalized due to low blood glucose of 17mg/dl. Troubleshooting was declined as customer knows that the insulin pump did not contribute to his low blood glucose. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.